Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. According to the information provided, the patient reported experiencing redness and tearing the day after instilling new lenses and sought medical attention. The patient reports they were diagnosed with an unspecified eye infection and treated with an unknown ointment and eye drops. The patient noted two subsequent occurrences of similar symptoms following temporary discontinuation and re-initiation of lens use, receiving the same treatment each time. This event is being reported in an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.